Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07583. It was reported the patient experienced pain in her back and had a rash at the lead site following the trial implant procedure. As a result, the physician removed the leads and cleaned the area on (B)(6) 2015. Follow-up revealed the physician stated there was no sign of infection.